Event description:
This pt was enrolled on the heat trial, a multi-center prospective aneurysm clinical trial, and was randomized to the hydrocoil embolic system treatment arm. The pt is a (B)(6) male who presented with a ruptured aneurysm located in the anterior choroidal artery. The pt's aneurysm was coiled on (B)(6) 2013 and on (B)(6) 2013 the follow-up angiogram showed residual aneurysm which was clipped on (B)(6) 2013. On (B)(6) 2013 the pt experienced 2 seizures witnessed by the family and was admitted to the emergency room at an outside hospital. The pt was sedated, intubated, and was given phenytoin, lorazepam, and propofol. The pt was then transferred by an ambulance to pt's treating hospital. An MRI (with and without contrast) was done on (B)(6) 2013, and showed postoperative changes related to clipping, edema, shunt, and extradural fluid collection of the right frontotemporal convexity with a mild mass effect on underlying brain parenchyma with associated abnormal leptomeningeal enhancement. Pt underwent a shunt tap. Neurology consulted for seizures. Nephrology consulted for hypernatremia and increased creatinine. Acute kidney injury causing contrast nephropathy believed to be the cause of increased creatinine. Hypernatremia attributed to postoperative transient central diabetes insipidus. On hospital day 1, the pt was tolerating diet, voiding, ambulating, and motor and sensory exam intact. Uneventful hospital course. Pt discharged home on hospital day 3. The seizure was reported as serious adverse event which resulted in hospitalization and required medical intervention in prevent further permanent impairment to body structure or body function.